Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that there was abnormal additive form in 152 tubes. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that there was abnormal additive form in 152 tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-oct-2024. Investigation summary bd received (B)(4) samples and 2 photos for investigation. The samples and photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a definitive root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.